Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. The fse suspected the washer tank sensor needed to be replaced and sent a replacement to the customer. The customer received the replacement and installed the washer tank sensor without issues. The customer validated the analyzer by successfully performing daily check, ran quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2024 through aware date 09jul2025. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (3001) washer shortage detected cause: the ¿no liquid¿ sensor s150 on the washer tank has not detected liquid. In this case, measurement will be paused. Action: replenish the washer. Measurement will automatically restart. If there is adequate washer, check s150. The most probable cause of the reported event was due to the failure of the washer tank sensor.

Event description:
A customer reported error message ¿3001 washer shortage detected¿ on the aia-900 analyzer. The customer rebooted the analyzer several times, replaced the wash solution, and the error reappeared. The technical support specialist (tss) instructed the customer to ensure the electrode was not disconnected and reboot again, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.